Event description:
Baxter tubing infusing tpn noted to be leaking at y-site with green alcohol cap in place. A new cap was applied but leaking continued. Medical team notified. New fluids ordered. But infant will miss at least 6 hours of tpn and smof (the soybean oil, medium-chain triglycerides, olive oil, and fish oil) lipids now which is essential nutrition for this baby. Especially since he is npo (nothing by mouth) and recovering from nec/sip (necrotizing enterocolitis/spontaneous intestinal perforation). Manufacturer response for IV tubing, (brand not provided) (per site reporter) notified [redacted date] via email with plan for internal testing. Meeting weekly to review new leaking events.